Event description:
Information was received indicating that ambulatory infusion pump's power board blew when it was used with a faulty power cord and ac adapter. It was stated that the epidural catheter had to be removed as a result of the event. No adverse patient effects were reported.